Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient had previously received an inappropriate shock due to oversensing of artifacts with smaller amplitudes. The patient was brought into the clinic and the noise was not reproducible and the physician elected to not reprogram the device at the time. Recently, the patient received an add additional inappropriate shock that resulted in the inducing the patient into ventricular fibrillation (vf). The device successfully converted the patient out of the therapy induced vf. The patient is being in brought into the clinic to turn smart pass on. No adverse events were reported.

Manufacturer narrative:
This supplemental report was filed to provide additional information that the device was explanted. It has been returned and the report will be updated upon completion of analysis.

Event description:
This supplemental report is being filled to include additional information. The patient had recently been admitted to the hospital status post an asthma attack. Due to the asthma attack, the device had dislodged and migrated causing the patient pain. Subsequently the entire system was explanted. No additional adverse events were reported.

Manufacturer narrative:
This supplemental report was filed to provide additional information that the device was explanted. It has been returned and the report will be updated upon completion of analysis. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient had previously received an inappropriate shock due to oversensing of artifacts with smaller amplitudes. The patient was brought into the clinic and the noise was not reproducible and the physician elected to not reprogram the device at the time. Recently, the patient received an add additional inappropriate shock that resulted in the inducing the patient into ventricular fibrillation (vf). The device successfully converted the patient out of the therapy induced vf. The patient is being in brought into the clinic to turn smart pass on. No adverse events were reported. This supplemental is being filed to provide additional information.